Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that the patient with this atrial lead had experienced palpitations and was admitted to the hospital. During interrogation of the device, both atrial and ventricular pacing were confirmed. However, the atrial lead impedances were greater than 3000 ohms. All other measurements were within normal range. The atrial lead was measured multiple times and each time greater than 3000 ohms was displayed. A second follow up was performed a while later and the atrial impedance was 450 ohms. Isometric testing and changing body position were performed, however, no change was observed. A chest x-ray was performed and no fracture was observed. A memory download was performed and sent to a boston scientific crm technical consultant for review. No adverse patient effects were reported.

Manufacturer narrative:
The memory download was reviewed by a boston scientific crm technical consultant. Daily measurements for the atrial impedances are stable, within ranges and fluctuate between 430 and 530 ohms. There could have been an increase in atrial impedance the last couple of days that were recorded. The last in-office recorded atrial impedances report to be both > 3000 ohms. Intrinsic amplitudes were stable (between 3 and 5v) and stimulation thresholds despite the increase from 0.8 v to 1.2 were still within an acceptable range. Looking at the stored egms, one could observe the noise on the atrial channel;. This is unlikely to be atrial fibrillation as the amplitudes and rate were very irregular. The noise pattern is similar to the one produced by metal-to-metal contact. This would most likely indicate a lead issue. According to the provided information the lead issue could most likely be a connection issue or a conductor fracture. Having daily impedances in range and in-office out of range could be linked to the fact that the fracture (if confirmed) could be "open" while the patient has his/her arm extended. The recorded impedance would therefore be function of patient activity at that time. It would be suggested to perform an x-ray of the lead and/or the header. A complete lead revision might be considered. Should additional information become available an amended report will be submitted.